Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously high result for carcinoembryonic antigen (cea) for one (1) patient sample assayed with access cea reagent on an access 2 immunoassay system. The erroneously high cea result was reported outside of the laboratory and questioned by the ordering physician. There was no impact to patient treatment associated with this event. The customer reported that the patient was redrawn two days later and the new sample was reassayed for cea. A lower cea result was obtained. The lower result more closely matched the clinical presentation of the patient. The customer reported that quality control data were within the laboratory's established ranges both prior to and after the event. The customer reported that the last analyzer system check performed on (B)(4) 2012 yielded results which were within analyzer specifications. The customer reported observing analyzer generated error messages during the testing of the patient sample (i.e., ultrasonic phased lock loop failed and sample carousel motion error).

Manufacturer narrative:
A field service engineer (fse) was not dispatched to the customer's site. An on-site evaluation of the analyzer was not performed.a definitive root cause for this event has not been determined.